Manufacturer narrative:
Lot number not provided so DHR review not possible. Sample was not available for return so sample evaluation not possible. The root cause of the bilateral cheek injury is not known. Product use including warnings and precautions reviewed with team at the hospital.

Event description:
It was reported that a patient experienced a bilateral cheek injury after having an anchor fast guard oral endotracheal tube fastener in place for 3 days. The patient was covid positive and had been in the prone position. The bilateral injuries required enzymatic debridement (collagenase) and then transitioned to silver impregnated hydrofiber. The injuries are continuing to heal.